Event description:
It was reported that the insulin pump had a worn display with many scratches on it. The caller declined to provide the blood glucose. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump alarmed motor error during the rewind due to the motor encoder signal being out of phase. The device was received with cracked case at display window corners and minor scratched lcd window.